Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that a patient with a custom tracheostomy tube has had his tracheostomy tube break at home twice. The loop where the ties attach is where it brakes, which is extremely dangerous as the trach was no longer secured around his neck and this was initially unnoticed. There was no patient harm due to the extra-long length of the trach even though it was not secured, they did not accidentally decannulate which would have been catastrophic for them given his tenuous status and vent dependence. There was medical intervention required, emergency tracheostomy tube change was performed by family member. Outcome of the event, the tracheostomy tube was change. Increased stress for the family as there was concern, they would need to be admitted if his last custom trach broke before the new trach arrived. A1: one patient, two product malfunctions. (B)(4) both represent the same patient. This is the first malfunction report for the related complaints.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.